Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the knife blade did not cut properly. A new device was used to complete the procedure and there was no pt injury. The device was returned to covidien and visual inspection found that the clear insulation was damaged.